Event description:
The initial reporter received a questionable elecsys cortisol ii result for one patient sample tested on the cobas e 801 analytical unit. The initial result was reported outside of the laboratory. The doctor asked to check the result as it did not fit the clinical picture of the patient. On (B)(6) 2022, the initial result was <9 nmol/l. On (B)(6) 2022, the repeat result was 1008 nmol/l. The repeat result fits the clinical picture of the patient. The reagent lot number is 59557201 with an expiration date of 31-jan-2023.

Manufacturer narrative:
The calibration performed on 24-aug-2022 was within specifications. The qc for the three levels from 01-sep-2022 to 09-sep-2022 was within specifications. The sample foam detection camera was not activated. It is unknown if the sample was properly mixed, inverted, or whether it was checked for clots or strands. The patient sample was aliquoted into a micro insert cup. The alarm trace did not indicate any issues. A general reagent problem can be excluded because an isolated and non-reproducible result does not represent a general malfunction of the assay. The cause of the event could not be determined.